Event description:
It was reported by the clinician that the atrial lead "appears to fail to capture;" atrial refractories (ar) were observed shortly after pacing. Noted on the episode strip provided by the clinician, the ventricular response remained intact. No known programming changes reported. The lead remains in use. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful.